Event description:
It was reported the patient experienced diaphragmatic stimulation on the right side due to high thresholds on the lead. The lead was inactivated and the patient will be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).